Event description:
The customer reported that they has 3 incidents of the no tip error 8 on 2 separate plates. The first plate was bk4820 in positions c1 and e1, both were controls. The second plate was dc5510 position d1, this was a control. Both plates were aborted. No erroneous sample results were reported. Issue started on: (B)(6) 2013. Frequency: 3 times. Error occurred during: processing. Was any action performed which could lead to the error: none. Other error code: none. Other relevant details: no erroneous sample results were reported. Trace/log files from instrumentation: reviewed by second level support. Troubleshooting: detail any action performed by the customer before calling: none. Detail any maintenance: not needed. Review of the econn data by second level support showed that bk4820 aborted due to failure in picking up sufficient tips for controls. Dc5510 has the software anomaly related to cl13-255. Sample ID affected is dcpc in channel 5.

Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (B)(4) of an ortho verseia pipetter software issue that can occur during plate processing when the verseia pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on 27 august 2013 per recall number ortho verseia pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).